Event description:
Paramedics attempted to use the device to monitor a pt's ECG using the paddlers lead after connection the pt to the disposable pacing/defibrillation/ECG electrodes. The pt was diagnosed in cardiac arrest. The operator was not able to switch the device to the paddles lead. The only leads available for ECG monitoring were pt cable leads. A fire department AED was on the scene and used to administer 14 shocks to the pt. The pt was not resuscitated. The reporter indicated the pt's outcome was not related to use of the device. This opinion was based on an assessment of the pt's condition and the immediate availability and use of a backup defibrillator.